Event description:
On (B)(6) 2013, the reporter contacted animas alleging the up button had a delayed response. The reporter denied damage to the rubber over keypad and no moisture or trauma to the pump. The reporter stated the lens film was still on the screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.